Manufacturer narrative:
The report of cracked tubing was not confirmed as no sample was received for evaluation. No investigation was able to be performed. No root cause was able to be identified.

Event description:
It was reported that the quad-fuse cracked. Although requested, there has been no patient impact outcome or further event information made available to date.

Event description:
It was reported that the quad-fuse cracked. Although requested, there has been no patient impact outcome or further event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the quad-fuse cracked.